Manufacturer narrative:
Additional information: the reported event that the castor broke off was confirmed during the visual inspection a broken castor was found. The castor was repaired at the user facility.

Event description:
It was reported that the castor broke off of the navigation system ii cart during transport. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the castor broke off of the navigation system ii cart during transport. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.